Event description:
On (B)(6) 2013 the patient contacted animas alleging that on an unspecified date he went to the hospital due to diabetic ketoacidosis. The patient stated he had lost consciousness. The patient could not recall details and did not provide blood glucose (bg) values, but stated he was in the hospital for a week. The patient alleged that the incident was due to the pump not delivering insulin. The patient stated that the pump had been exposed to an MRI and a CT scan the previous month, and since then the pump only delivers 6 units of basal insulin per day. The patient was off the pump and using a demo pump from his healthcare provider at the time of the call to animas. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia related to the pump not delivering appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Additional device evaluation information from 08/12/2013 product analysis: a load, rewind and prime sequence was performed successfully with no issues. A 1.0u/hr basal program was executed in the pump for a 24hr duration period; alarms occurred during this time. Review of the black box and alarm history shows no errors or alarms associated with the complaint. Review of the tdd¿s were found to correctly reflect the users programmed basal rates. The pump successfully completed the required 29hr flow accuracy test and was found to be delivering within the specification .a force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specifications. The conclusion was a patient negligence issue: the pump was subjected to conditions outside specifications. Unrelated to the complaint, the display screen is discolored with a pinkish contrast. Removed pump cover and replaced pink display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the last basal delivery was recorded at 03:17; a 24 hour basal delivery was not completed therefore the total daily dose basal delivery for that day was recorded as 6.60 units. For the days leading up to the event date, the pump was successfully delivering the programmed basal rate. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. A 10 unit audio bolus and a 10 unit normal bolus were both performed successfully and accurately recorded in the pump¿s history. The complaint could not be duplicated during testing.